Event description:
It was reported that this right atrial (ra) lead was suspected to cause the patient experienced stimulation. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.